Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
Rotational sensor abnormalities were seen in the download data causing first prime to end early and the firing flat not being properly lined up by the end of second prime. The rotational sensor malfunction was confirmed to have caused the reported event. Damage was observed to the commutator cap. Rerun of the device did not replicate the rotational sensor errors. It could not be conclusively determined if this damage contributed to the abnormal rotational sensor data.